Manufacturer narrative:
The device has been received for analysis. Analysis of the device found that the tip was bend and damaged. Tip inner diameter was not in specification. I t is considered most likely that the damage is the result of applying excessive force while trying to advance the wire with insulation damage through the dilator, although this cannot be confirmed.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation versacross connect access solution for faradrive kit was selected for use. It has been mentioned that upon opening the versacross package, the pigtail rf wire was damaged. The procedure was completed after replacing the device. No patient complications have been reported. The device has been received at boston scientific post market laboratory. Analysis of the device confirmed that the tip of the dilator was bend and damaged.